Event description:
The customer reported the system displayed an overload fault error message and shut down without command. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable connectors were cleaned and regreased and generator and filament calibrations were performed. The system was tested and found to be working as intended and put back into service.